Event description:
It was reported that a customer's blood glucose (bg) level was displayed as "high," with a reading confirmed at 506 from a bg meter. There was an adverse impact to the customer's blood glucose level. The customer took corrective actions by administering a correction bolus via the pump, was assisted with filling tubing to remove air gaps affecting insulin delivery, and was educated on preventing these gaps. The customer planned to change the cartridge and resume insulin delivery, with a resolution attributing the issue to user error during the loading process.